Event description:
The ge oec 9800 fluoroscopy sys was reported to have not saved images during a procedure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. Sys operating as intended with regular users reporting no known issues or malfunctions. Suspect user error for issue. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.